Event description:
It was reported, that the o2 knob is not working. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found, that the complained issue could be duplicated. The problem source is user interface. DHR review was done. No issues related to the original complaint were found.

Event description:
It was reported that the o2 knob is not working. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.